Event description:
It was reported that after surgery, when re-suturing the cuff, and impacting the screw ((B)(4)), there was an unusual noise when removing the inserter. The surgeon found only the eyelet as the screw was lost in the soft parts. The cuff was not fixed. Procedure, shoulder arthroscopyy: for subluxation of the long biceps tendon rupture and distal transfixing and anterior supraspinatus tendon. Intervention: tendon tenotomy, bursectomy and acromioplasty with resection of the ligament acromiocoracoid,suture cuff. Possible future new surgery to suture the cuff. The patient was informed.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event include improper bone preparation prior to insertion and/or not inserting the implant co-axial to the pilot hole. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.